Event description:
The dentist reported a fractured screw. The implant remains placed.

Manufacturer narrative:
Visual inspection revealed the head was severed completely from the shank at the first thread. Its shank looked well used with many small scratches. The threaded portion was not returned; the hex of the screw was well worn and some debris could be observed inside the hex drive. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.